Manufacturer narrative:
This report is submitted on march 30, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with a new device on (B)(6) 2022. This report is submitted on september 02, 2022.